Event description:
(B)(6) beds are saturated s/n (B)(4) -per independent repair center statement, the unit had alarming or red light. The key failure was the sieve beds are saturated. Additional malfunctions were on/off switch had no alarm, a tie wrap was installed and a red lamp was installed.